Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently the patient was revised approximately 12.5 years post-op due to aseptic tibial loosening, pain, difficulty ambulating and swelling. During the revision, the surgeon noted synovitis and scar tissue to be present. The femur, tibia, and articular surface were exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00576401551 - femoral component option for cemented use only size e left - 62273006. 00596404010 - articular surface size ef 10 mm height ''use with plate 5 - 62260044 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 62244427. 402283 - cobalt g-hv bone cement 40g - 596020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: painful left total knee arthroplasty with aseptic loosening, swelling and difficulty ambulating. X-rays showed loosening of the tibia. Nodular synovitis encountered throughout dissection. Scar tissue excised from the anterior portion of the tibia posterior to the patellar tendon. Tibia noted to be grossly loose and lifted off from the cement mantle. Osteolysis noted to both the tibia and femur. Femur excised with minimal bone loss. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.